Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician was on site and investigated the unit in question. During investigation a defective 3-way valve on the cardioplegia side was found and replaced with a new one. The unit has been cleaned and decalcified. A diagnostic test and a test run were performed successfully. Electrical safety according to iec 62353 has been performed: protective conductor resistance: 0.103 o insulation resistance: > 310 mo device leakage current: 176 'a a supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Device displays error message: plausibility error: tempering! The error message occurred during testing before use. A replacement equipment has been used. (B)(4).